Event description:
It was reported that while using the set control cor hpv that there was a missing label. The following information was provided by the initial reporter the negative control had no barcode and could not be read by cor.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but it is considered to be substantially similar to the legally u.s. Marketed device control set for the bd onclarity¿ hpv assay, catalog number 444088 with 510k #p160037

Manufacturer narrative:
H6. Investigation summary: bd integrated diagnostic systems initiated an investigation into missing barcodes on the hpv negative control for the bd viper lt and bd cor systems (catalog # 445026, batch # 2257436). Bd investigation required review of the batch history records, review of materials from the customers reported reagent batch, review of customer returned photographic evidence and complaint trending review. The batch history records were reviewed and no discrepancies were found. Review of retention materials from the customers reported reagent batch did not reveal any missing barcode information on hpv negative controls. However, review of the customers returned photographic evidence revealed missing barcode information on hpv negative controls, thus confirming the customers complaint. There is confirmed complaint trend for missing barcodes on the hpv negative control for the bd viper lt and bd cor systems for the month of april, however no corrective actions are being taken at this time. Bd apologizes for any inconvenience. If there are any questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the set control cor hpv that there was a missing label. The following information was provided by the initial reporter the negative control had no barcode and could not be read by cor.